Event description:
The pump was returned for investigation. Investigation revealed the keypad was peeling, the ok and contrast buttons were unresponsive, the audio bolus button was intermittently unresponsive, the contrast button contact was missing, there was a crack in the battery compartment and the threads on the battery cap were stripped. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Submitted: (B)(4) 2012 device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was noted to be peeling from the top and sides. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, the ok and contrast buttons were unresponsive. The audio bolus button had intermittent response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. The contact for the contrast button was missing. The battery compartment was noted to be cracked and the threads of the returned battery cap were stripped.